Event description:
Fetal intolerance to pushing dr. (B)(6) requested to transfer to operating room in the event a quick conversion to cesarean was needed. Terbutaline administered prior to leaving patient room. Delivery team relocated to operating room. Pushing paused to allow for fetal status to improve. Dr. (B)(6) called in the operating room to update on patient's status and location. Pushing resumed. Dr. (B)(6) arrived 37 minutes after first phone call. Vaginal delivery completed with vacuum assistance. Md delivered infant, placed on mother's chest with vacuum suction still applied. Md reminded to release suction. When md attempted to release suction, the handle from the kiwi detached and dropped on the floor. Md was able to release suction to the infant's head after 1 minute and 30 seconds. Following delivery, when patient was transferred back into her bed, a small piece of plastic was found amongst the patient's blankets. Plastic piece was missing from top of kiwi handle.